Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation was completed as the lot number has been identified/confirmed in this case. Since the plate was retained by the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. The surgeon indicated the patient "had a nonunion and a fractured plate as a result". The limited information provided and revising surgeon suggests nonunion contributed to the plate fracture. Our investigation and review of the manufacturing and inspection records revealed no manufacturing discrepancies or material defects, nor did it reveal any contributing information/trends.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a revision surgery took place in which a fractured plate was removed. The patient reportedly had a fractured plate approximately 36 months post-op. Revision surgery took place (B)(6) 2015.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings. Not returned.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a revision surgery took place in which a fractured plate was removed. The patient reportedly had a fractured plate approximately 36 months post-op. Revision surgery took place (B)(6) 2015.